Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00019. Device 2 is being reported under MDR 2247858-2019-00020.

Event description:
"The device was positioned in the distal landing zone (mid descending). Dr (B)(6) advanced the secondary sheath the proximal descending aorta. For some reason, we could not advance the secondary sheath any further so it was decided to deploy the graft in a position lower than desired but out of harm's way. 32x150 relay was implanted. We decided to come back with a 32 x 100 graft to reach the proximal landing zone by taking the entire delivery system up to the lcca (desired landing zone). Unfortunately, the device was too short even though it was [?]hubbed' to the groin. Dr. (B)(6) was apprehensive to advance the secondary sheath due to his concern of it not advancing like the previous attempt. He was concerned that he couldn't pull the device back out if needed or that he would have to leave another graft behind in a sub optimal position. It was decided that he would pull the device out and attempt to use a medtronic navion graft. The first navion would not track either. After 90 minutes, a 2nd navion along with a buddy wire ultimately advanced to the desired landing zone. Considerations: ascending open surgical repair seemed to create a [?]larger than normal' ascending arch that didn't allow the lunderquist wire to anchor properly in the ascending aorta. It was as if we didn't have enough distal support to track the device". Patient outcome: "patient had a successful procedure and no injury was observed at the end of the procedure".

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2019-00019. Device 2 is being reported under MDR 2247858-2019-00020.

Event description:
"The device was positioned in the distal landing zone (mid descending). Dr (B)(6) advanced the secondary sheath the proximal descending aorta. For some reason, we could not advance the secondary sheath any further so it was decided to deploy the graft in a position lower than desired but out of harm's way. 32x150 relay was implanted we decided to come back with a 32 x 100 graft to reach the proximal landing zone by taking the entire delivery system up to the lcca (desired landing zone). Unfortunately, the device was too short even though it was hubbed' to the groin. Dr. (B)(6) was apprehensive to advance the secondary sheath due to his concern of it not advancing like the previous attempt. He was concerned that he couldn't pull the device back out if needed or that he would have to leave another graft behind in a sub optimal position. It was decided that he would pull the device out and attempt to use a medtronic navion graft. The first navion would not track either. After 90 minutes, a 2nd navion along with a buddy wire ultimately advanced to the desired landing zone. Considerations: ascending open surgical repair seemed to create a larger than normal' ascending arch that didn't allow the lunderquist wire to anchor properly in the ascending aorta. It was as if we didn't have enough distal support to track the device." Patient outcome: "patient had a successful procedure and no injury was observed at the end of the procedure."